Manufacturer narrative:
Model number: balloon: 72400024; pump: 72404127; serial number: balloon: (B)(4); pump: (B)(4); catalog number: balloon: 72400024; pump: 72404127; UDI number: balloon: (B)(4); pump: (B)(4); expiration date: balloon: 07/14/2022; pump: 06/16/2015; manufacture date: balloon: 08/02/2017; pump:07/04/2014.

Event description:
It was reported that the patient experienced recurring incontinence with their artificial urinary sphincter. A hole was found in the original cuff. The system was replaced due to fluid loss. The patient had no complications.